Manufacturer narrative:
(B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism was not working properly on a ratcheting handle during surgery. An alternative handle was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned handle was evaluated. A functional check confirmed that the ratcheting mechanism did not function as intended. The device was disassembled and rust was found on the ratcheting mechanism components, preventing the device from functioning. The reporter stated the hospital was using a dry time of 35-40 minutes during sterilization. However, the device IFU lists the dry time as 85 minutes. The rust is likely a result of incorrect dry times wherein the device is not dried appropriately. A review of the manufacturing records did not identify any issues which would have contributed to this event.